Event description:
The catheter was placed through a graft with scar tissue. The study was completed and the catheter withdrawn. Upon removal, tow marker bands slipped off the catheter and remained in the pt. A surgeon was called in; however, a decision was made not to remove the bands as they were in soft tissue around the graft. The staff noted warning label on package following procedure.